Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after the reset, the cgm error code did not appear again. The customer was advised to wait 20 minutes before starting a new sensor session and planned to start a new cartridge and infusion set, declining further assistance.